Manufacturer narrative:
The complaint device was not returned. One potential contributing factor may be due to improper fitting of the rt040 full face mask onto the pt. The rt040 mask is new to the market and many users are in the process of converting from an existing competitors mask to the rt040, and may not be familiar with the sizing and fitting of this new mask. Conclusions: fisher & paykel healthcare marketing is actively developing an improved in-service program to address the potential for improper fitting. This program will be implemented shortly. We have received similar complaints and we are currently trending this at an occurrence rate of less than 0.022%

Event description:
A hospital reported, that the rt040m silicone seal came away from the mask shell. The hosp was using the mask on a vision bipap unit with pressure of 15 over 6. The pt was handling the mask to adjust its fit and the soft seal pulled out of the shell. The rt replaced it, but it would not stay seated, causing excessive leaks and difficulty fitting on face. The customer also said they have had difficulty with excess flow leaks around the exhalation holes. The mask has 20 holes.